Event description:
It was reported that the pulse generator exhibited intermittent capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found intermittent capture due to anomalous integrated circuit component. After replacing the circuit component, normal function ensued.